Event description:
It is reported by surgeon of the hospital, that during a surgery procedure two rods broke during bending. Replacement were available to complete the surgery.

Manufacturer narrative:
Results: one oasys vitallium transition rod was confirmed visually to be fractured in the 6.0 mm diameter region. Manufacturing records were reviewed and no anomalies were found. The cause of the fracture is likely dependent on site specific loading conditions as well as the severity of the bending angle. Conclusion: the root cause is not determined and multifactorial.

Event description:
It is reported by surgeon of the hospital, that during a surgery procedure two rods broke during bending. Replacement were available to complete the surgery.